Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height main cubie drawer 4 had previously failed to close. The field service engineer (fse) had shut down the station, removed the failed drawer, and conducted an inspection. The field service engineer had then removed and reinserted the latch sensor, reinstalled the drawer, and verified its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed to close the drawer. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.